Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found a leak at pinch valve vl53b on tubing from feed thru fitting ff140 to ff145. Tubing at vl53b was replaced, resolving the leak. The system was verified and validated. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 2ml of clear blue fluid leaked from the right side of a coulter lh 750 hematology analyzer while performing weekly maintenance. The leak was contained within the instrument. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.